Manufacturer narrative:
The following devices were also listed in this report: cat#; device name; lot# 5551-g-320-e; triathlon asymmetric x3 patella;5md1. 521-b-300; tri ts baseplate size 3 ; lde7ua. 5575x000; triathlon fix. Peg 2 per pk; rb73c. 5515-f-402; triathlon ps fem component cemented; io79oa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that the patient's right knee was revised due to infection. All implants were removed and a spacer was placed. Spoke to rep. Rep confirmed that no further information will be released by the hospital or surgeon.